Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). If explanted; give date: unknown/not provided. Device evaluation: the lens associated to the complaint was received in its original packaging including folding carton and the lens case. The lens has traces of what appears to be viscoelastic and/or balanced salt solution (bss). The lens was positioned in the lens case insert for return in a manner that caused a deformation (crease 0 /cosmetic) on the lens by a lens insert case lens positioning post. There is no other lens damage. Limited information was received; therefore, the cause of the reported explant is unknown. A product quality deficiency could not be determined. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2019. It was later explanted due to unspecified injury. There is no indication that incision enlargement or suture was used. Reportedly, no patient injury resulted from the post-exchange. No further information was provided.